Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2016. She had diarrhea and extreme vomiting. The customer experienced a diabetic ketoacidosis, gastroenteritis, and acute renal failure. Insulin drip was administered. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose level was 158 mg/dl. The device was not returned.